Manufacturer narrative:
Physio-control product analysis center (pac) further evaluated the customer's device and verified the reported issue. The cause of the reported issue was determined to be due to a shorted transistor, designator q86, on the pcb assembly.

Event description:
A customer contacted physio- control to report a non-critical issue with the device. Upon inspection, by stryker, it was observed that the device would not provide defibrillation therapy. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and observed that the device would not provide defibrillation therapy. The customer was provided with a replacement device. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio- control to report a non-critical issue with the device. Upon inspection, by stryker, it was observed that the device would not provide defibrillation therapy. There was no patient use associated with the reported event.